Event description:
It was reported that the user did not receive drops when performing the press-and-hold priming step and observed leaking at the pump after connecting the cartridge to the adapter outside of the pump. The agent instructed the user to insert the cartridge into the pump first and then complete the setup, followed by a rewind and standard supply change, after which insulin delivery resumed without issue. No reported symptoms. Outcomes included no alerts or alarms and no need for medical care. Investigation included real-time troubleshooting and user education on correct supply change and cartridge connection. Investigation of this case revealed user setup error leading to an improperly connected infusion system and leakage at the pump interface, resolved by repeating the supply change process per instructions. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during cartridge and infusion set connection.